Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.25 x 30mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad) and was severely calcified. During the procedure, the balloon ruptured. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction to h6 device codes. Lot/batch number received as additional information.

Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.25 x 30mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad) and was severely calcified. During the procedure, the balloon ruptured. The device was removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.